Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure that arm 1 would freeze while the surgeon was manipulating the arm. The reporter explained the surgeon moved from surgeon side console (ssc) 1 to ssc 2 and the issue persisted. The reporter explained that the surgeon swapped controls and switched sscs multiple times and the issue persisted on universal surgical manipulator (usm) 1. Prior to calling for support, the staff elected not to use usm 1 and proceeded using usm 2, 3, and 4. The staff did not complete any further troubleshooting such as reseating the sterile adapter, or replacing the drape, prior to electing to proceed without usm 1. The intuitive tech support engineer (tse) recommended the staff reseat the sterile adapter on usm 1, and to replace the drape if the issue persisted after reseating. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed system verification on the system according to isi procedures. The fse verified movement on universal surgical manipulator (usm) 1. The fse followed up with the customer to see if the issue persisted. There were no further issues reported. The system was tested and verified as ready for use. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to a second surgeon side console (ssc) after the start of the procedure due to due to usm 1 repeatedly freezing during the procedure. A usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.